Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "15mm connector came disconnected during use. No adverse patient events reported".

Manufacturer narrative:
Qn#(B)(4). Corrected data: adverse event or product problem.-'adverse event' added. Outcomes attributed to adverse event.-'life-threatening' added. Outcomes attributed to adverse event-'required intervention. Type of reportable event.-corrected to 'serious injury'. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "15mm connector came disconnected during use. No adverse patient events reported."